Event description:
Reporter alleged obtaining discrepant blood glucose values of 158 mg/dl back to back with a result of 470 mg/dl when testing was performed on the advantage system. Reporter stated within 2 minutes after the comparison, a result of 399 mg/dl was obtained on the same system. Reporter stated she was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.